Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 808:02, which occurred on channel b. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 808:02 was confirmed during product evaluation in the pump's event history. This condition was caused by a defective channel b pumphead module. The channel b pumphead module was replaced to correct the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.08.92. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. During previous service, the pumphead module, batteries, and safety harness were replaced. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. This device is currently in the process of being evaluated. A follow-up medwatch will be submitted upon the receipt of evaluation results or if any additional information becomes available.